Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection, and no abnormalities were found. The sheath was tested for leaks and passed all leak testing. The device was examined on the microscope and the external valve to be torn at the slit of the seal. Removal of the handle cap to inspect the internal components found the external valve to be torn at the opening slit of the seal. This defect could have caused the leak during the event of use. Based on all available information, the cause traced to component failure conclusion code was selected for the "leak" allegation.

Event description:
It was reported that during an atrial fibrillation procedure a faradrive steerable sheath was selected for use. The sheath had a leak on the hemostatic valve, and a slow drip was noticed. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Event description:
It was reported that during an atrial fibrillation procedure a faradrive steerable sheath was selected for use. The sheath had a leak on the hemostatic valve, and a slow drip was noticed. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.